Event description:
It was reported that some time post port placement, the patient experienced swelling around the site. Therefore, x-ray examination was performed and found that the port allegedly leaked and the catheter was allegedly broken. The distal catheter segment was removed percutaneously and port body was removed. The patient current status is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, fluid leak, material separation and the identified deformation and wear issues, as a complete circumferential break was observed approximately 6.4 cm from the distal end of the cath-lock. A kink was observed approximately 2.3 cm from the proximal end of the distal catheter segment. The edges of the complete circumferential break appeared jagged. The break surfaces of both edges appeared granular in one region and smooth and rounded in another region. The identified break is typical of flexural fatigue, which is due to the repetitive kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post port placement, the patient experienced swelling around the site. Therefore, x-ray examination was performed and found that the port allegedly leaked and the catheter was allegedly broken. The distal catheter segment was removed percutaneously and port body was removed. The patient current status is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, the catheter was allegedly broken. There was no reported patient injury.